Event description:
The customer reported regarding the absence of no delivery alarms. The blood glucose reading at time of call was 417mg/dl. Instructed the caller to check the status screen to be sure there are 20.0 units remaining. Troubleshooting was performed. The customer stated that while priming the numbers did not show and the insulin did not exit. Then the customer changed the infusion set and the insulin did come out. Assisted the customer to run the fixed prime and self test and they passed. Had the customer to prime again her set and the numbers on the screen went up to 25.1 and just one drop of insulin did exit. Advised the customer that the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.